Event description:
The customer reported that the system was not saving pt info. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply and hard drive were replaced, and the system software was reloaded. The system was then found to be operating as intended.